Event description:
A surgeon reported an intraocular lens (iol) was exchanged due to an unexpected postoperative refraction. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire has not been received. (B)(4).